Manufacturer narrative:
No product was returned for evaluation. The available ilet device log information through 6:45pm on (B)(6) 2024 and available clinical log information through 4:45pm on (B)(6) 2024 were reviewed by beta bionics. No product performance issues were found in the logs. The ilet was performing as intended including appropriately reacting to cgm glucose values and triggering cgm glucose alerts. According to a chart note on file, the individual had end-stage renal disease (esrd) and was receiving hemodialysis. It should be noted that use of the ilet in individuals receiving hemodialysis due to end-stage renal disease is considered off-label and is not supported by current prescribing information. At this time, the cause of death is unknown, and it is unclear whether the individual was wearing the ilet device on the date of the passing on (B)(6) 2024. The device was performing as intended up to the day before their passing, however there is insufficient information on this day to determine whether the device or its use contributed to the reported death. Should new relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user passed away on or around (B)(6) 2024. Further investigation revealed that the date of death according to the obituary was (B)(6) 2024. The cds was informed by a clinical educator that the user experienced a severe hypoglycemic event on (B)(6) 2024 while using the ilet device. The cds was informed the user later passed away at a healthcare facility where the clinic's healthcare providers (hcps) do not have access privileges and therefore, they did not know the cause of death, nor how long after the hypoglycemic event the death occurred. According to the report, ems was called on (B)(6) 2024 and found the user's bg was in the hypoglycemic range. Their ilet device was removed. Glucose was administered and their bg was brought into normal range. They were transported to the hospital. They later passed away at the hospital. The time and cause of death are currently not known.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/1/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user passed away. The user passed on (B)(6) 2024 . The cds was informed by a clinical educator that the user passed away after experiencing a severe hypoglycemic event while using the ilet device. The cds was informed the user passed away at a different facility where the clinic's healthcare providers (hcps) do not have privileges and therefore, they do not know the exact cause of death. The user was also on hemodialysis. According to the ilet report, on (B)(6) 2024 the user's blood glucose (bg) was recorded at 349 mg/dl approximately one hour before the low bg occurred, with bg levels above 180 mg/dl for three hours prior. The user then attempted to treat a low bg but lost consciousness before they could eat anything. Their daughter found them unresponsive on the floor and called emergency medical services (ems). When ems arrived, their bg was recorded at 21 mg/dl, and the ilet device was removed. The user was administered glucose in the ambulance, which stabilized his bg at 137 mg/dl during transport to the hospital. The user was given a room and the bg was stabilized. However, while still connected to an IV glucose drip, their bg dropped again, and an IV glucagon injection was administered. Despite these efforts, the user developed severe groin and hand pain, seizures, and became increasingly unresponsive, going in and out of consciousness. The user passed away before they could be admitted to the hospital. The ilet device had given alerts for low and urgent low bg levels, but the user was unable to act on them. The device remained active until ems arrived and removed it for treatment. Efforts are ongoing to coordinate with the cds to retrieve the ilet device for failure investigation, including reviewing its data and identifying any potential device-related issues. The cds is also working with the healthcare team to gather additional details surrounding the user's passing.